Manufacturer narrative:
The subject device was not returned for evaluation and lot number is unknown. According to the reporter, no lots were given as the devices were not saved but discarded. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that an ultrasound balloon would not deflate during a case. According to the reporter, two (2) different balloons were used in the same case, but with the same issue. There was no patient harm, no user injury reported due to the event. This report is related to a report with patient identifier (B)(6) (second balloon).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the balloon deflation issue could not be determined. Olympus will continue to monitor field performance for this device.